Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, nausea and loose bowels. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (intraperitoneally (ip), dose and frequency were not reported) and gentamycin (ip, dose and frequency were not reported). One day after the onset, pd catheter was removed and the patient was treated with fluconazole (orally, dose and frequency were not reported). At the time of this report, the patient outcome was not reported and hospitalization was ongoing. No additional information is available.